Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Occupation: other healthcare professional (B)(6).

Event description:
It was reported that a diagnostic anomaly whereby atrial fibrillation was falsely detected by the implantable cardiac monitor was observed on remote transmission. The incident seemed to be isolated. No changes were made. There were no patient consequences.